Event description:
During administration fam-trastuzumab deruxtecan-nxki (enhertu) 390 mg in dextrose 5% 100 ml. While extending the tubing to place into the pump, I noticed drips appearing on the floor. Where the soft flexible tubing meets the safety device/ clip that goes into the pump was dripping. Tubing is primed with dextrose and no concern for a chemo spill. Area was properly cleaned up and pharmacy was notified. The enhertu was placed back into the chemo bag and disposed of in the chemo bin and a new treatment was mixed by pharmacy.